Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat 6+ cartridge yielded a potassium result of 8.1, 8.5, & 8.1. The lab result was 3.8.

Manufacturer narrative:
(B)(4). .